Manufacturer narrative:
(B)(4). Additional information: the device was manufactured on an unspecified date in 2001. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. An internal/external inspection was performed with no abnormalities noted. The homechoice device was determined to meet functional performance specification requirements per returned instrument testing evaluation (rite) testing. The device passed all check and calibration tests successfully during service and a short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.